Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when inflating the balloon, the stent of the .035 10.0x25 genesis did not stay on the balloon. The stent slipped off the balloon cranially. The physician was able to catch the stent with a powerflex pro balloon and pull it back to the intended position/lesion to be stented. A second stent was not needed due to stent being pulled back to the intended lesion. There was no reported injury to the patient. The product was stored and prepped per the instructions for use (IFU). There was no difficulty experienced while prepping the device. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not manipulated on the stent delivery system (sds). There was no resistance while advancing the device. The target lesion was noted to have moderate calcification. The device will be returned for evaluation.

Event description:
As reported, when inflating the balloon, the stent of the .035 10.0x25 genesis did not stay on the balloon. The stent slipped off the balloon cranially. The physician was able to catch the stent with a powerflex pro balloon and pull it back to the intended position/lesion to be stented. A second stent was not needed due to stent being pulled back to the intended lesion. There was no reported injury to the patient. The product was stored and prepped per the instructions for use (IFU). There was no difficulty experienced while prepping the device. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not manipulated on the stent delivery system (sds). There was no resistance while advancing the device. The target lesion was noted to have moderate calcification. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 when inflating the balloon, the stent of the .035 10.0x25mm genesis did not stay on the balloon. The stent slipped off the balloon cranially. The physician was able to catch the stent with a powerflex pro balloon and pull it back to the intended position/lesion to be stented. A second stent was not needed due to stent being pulled back to the intended lesion. There was no reported injury to the patient. The product was stored and prepped per the instructions for use (IFU). There was no difficulty experienced while prepping the device. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not manipulated on the stent delivery system (sds). There was no resistance while advancing the device. The target lesion was noted to have moderate calcification. The product was returned for analysis. One non-sterile palmaz genesis .035 10.0x25mm 135cm sds was received coiled for analysis inside a plastic bag. During visual inspection, the stent was already deployed and not returned for evaluation. No other anomalies were observed. Per microscopic analysis crimp marks on the balloon are noted where the stent was originally placed. Additionally, scratch marks were found on the component, this could indicate that the balloon was moved off its original position. No other anomalies were noted. A product history record (phr) review of lot 82211306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - dislodged¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although not provided) or procedural/handling factors may have contributed to the event as evidenced by scratch marks that indicate that the stent was mounted initially, and force was applied to move the stent, noted on the outer surface of the balloon during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.